Event description:
It was reported that the patient experienced a stroke and dissection post-procedure, which required additional intervention. The patient presented as asymptomatic for a right transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. Approximately 1-2 hours post-procedure, the patient developed symptoms consistent with a stroke, presenting on the left side. Imaging confirmed the presence of a stroke and a carotid artery dissection. The patient was returned to the procedure room, where an additional stent was placed in the common carotid artery (cca) via a transfemoral approach to reline the stent and vessel. The patient was reported as fully recovered.